Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas flow readings through the electronic gas delivery system were different than the readings displayed on the central control monitor. The device was used to conclude the procedure. There was no adverse consequence to the pt as a result of this event.